Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A field service engineer stated that no pockets showed failure on the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was unable to recover, and the malfunction occurred when the user was trying to access the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.